Event description:
Customer reported a pump alarm designated as alarm 20 during the operation. There was no reported adverse impact to the customer¿s blood glucose level. Customer service assisted the customer in attempting to load a new cartridge, but the alarm persisted. Consequently, the pump will be replaced, and the customer was advised to use multiple daily injections (mdi) as a backup insulin therapy. Customer service provided instructions on returning the faulty pump and confirmed all necessary shipping details with the customer.